Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female with a history of breast cancer who underwent primary breast reconstruction with a 450cc mentor memorygel breast implant experienced right sided device migration post procedure. The device was stated to have shifted to near her back. Additionally, a nodule on the right side was noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 6/7/2019. In addition to the issues reported previously, rupture was suspected by the physician. A manufacturing record evaluation (mre) was performed for the finished device number 6464626, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).